Event description:
Distal portion of device broke off in pt's disc during placement. The device was not heated. The fragment remains in the pt's disc. To date, there have been no adverse clinical sequelae.